Manufacturer narrative:
The customer's biomedical dept evaluated the unit and found that the root cause of the reported event was that the pt circuit was missing a plug that caused a large leak. Thus there was no failure of the unit. The customer's biomedical dept verified that the unit was operating properly and returned the unit to svc. No component and symptom trend has been identified and this event is considered to be an isolate incident. There are no corrective and/or preventative measures at present.

Event description:
Event desc: ventilator (vip) stopped cycling. While a nurse bagged the pt, the unit was changed out and pulled from svc. New vent was set-up on pt. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). Device malfunction- that is the device did not do what it was supposed to do.